Manufacturer narrative:
The reported event could not be reproduced during investigation and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA 13490418 was opened to document the investigation. The root cause for this failure, per CAPA 13490418, is sufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labelling review, and DHR review are not required as event has already being investigated per CAPA 13490418. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, water could be injected into the foley catheter, but it could not be withdrawn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). Correction: b, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, water could be injected into the foley catheter, but it could not be withdrawn.

Event description:
It was reported that the foley catheter balloon could not be removed after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.